Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the device serial number was unknown. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. As a result, the reported electrical fault alarm and driveline damage events could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported driveline damage event may be attributed to improper handling. A possible root cause of the reported electrical fault alarm may be attributed, but not limited, to contamination by foreign material of the driveline connector, a marginal driveline connection, and/or driveline wire damage. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with ventricular assist device (vad) driveline damage to external driveline. The vad had electrical fault alarms. Log files and imaging presented to the manufacturer recommended a driveline splice repair. The patient requested to be made dnr prior to repair attempt. The patient did have a syncopal episode during repair. The patient's airway was protected with jaw thrust and intravenous inotropes were on standby, however, were not needed. The driveline repair was successful and the patient was stable. The patient remained in the hospital for 24 hours following the repair with no vad alarms noted. The vad remains in use. No further patient complications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.